Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a hard time trying to charge their stimulator. They had difficulty trying to locate it and they could get it in the right spot but if they moved it lost connection. The patient ordered some adhesive discs to assist with recharging. They also noted that their implant was totally dead. No symptoms or further complications reported.